Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve air leakage issue occurred. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-nov-2025. Visual inspection, back pressure test of the returned device was performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. The hemostatic valve surface does not show stress marks on the outer diameter. A pressure test was performed, and no issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. No bubbles were detected. The air backflows issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve air leakage issue occurred. Initially it was reported that after the ablation catheter was inserted, the hemostasis valve of the vizigo sheath was loose and air continued to be drawn. The issue was resolved when the catheter was inserted into the sl sheath. The vizigo sheath was not used. No patient consequence reported. Additional information was received on 28-oct-2025 which clarified that the section where the issue was observed was the hemostatic valve and there was an air leakage issue. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was not observed. Additional information was received on 11- nov-2025. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. No needle product was used with the vizigo sheath. The issue reported was assessed as MDR reportable for a hemostatic valve air leakage issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).